Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip broke after 304,000 joules and 32 minutes of use. The fiber was replaced and a second fiber was used to complete the procedure. No patient complications were reported.